Manufacturer narrative:
Additional information was received that there was no loss of mechanical ventilation with a leak of less than 1 liter per minute. This was not a reportable malfunction. Additional information was received that there was no loss of mechanical ventilation with a leak of less than 1 liter per minute. This was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the bellows are stuck resulting in the loss of mechanical ventilation. There was no report of patient involvement.